Manufacturer narrative:
Correction (lot # and expiration date), (implant date should be blank) and (the device was not returned), (checked not returned), and (manufacturing date). It was confirmed that as the balloon rupture at the end of the inflation, post deployment the valve position was good with only a mild paravalvular leak, so post-dilation was not required. Per the instructions for use (IFU), mechanical failure of the delivery system is a potential risks of the tavr procedure. The device was not returned for evaluation, as it was discarded by the facility. Photos of the delivery system nose tip and balloon burst after procedure were provided for review. The photo of the burst balloon post procedure showed what appeared to be a radial and longitudinal burst on the middle section of the inflation balloon (proximal portion). The delivery system nose tip and guidewire lumen appeared to be detached from the delivery system. No visual abnormalities were observed on the returned photos. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon,balloon material. The altered balloon profile can become caught during removal, requiring additional force in order to withdraw it completely. In some cases, this additional force can cause further damage to the balloon and can even cause fragments of the balloon or the distal end of the catheter to separate. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the exact cause of the balloon burst and distal tip separation was unable to be confirmed. Available information suggests that patient factors (e.g. Moderate calcification in the leaflets and sinotubular junction) and or procedural factors (excessive force used to withdraw the delivery system after balloon burst) likely contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
H10:  franzese, ilaria, et al. "Intraventricular entrapment of a sapien-3 balloon in transapical tavr: a near missed catastrophe." Journal of cardiac surgery 35.8 (2020): 2093-2096. Additional investigation is underway.

Event description:
As per the article intraventricular entrapment of a sapien 3 balloon in transapical tavr: a near missed catastrophe additional information was noted.  An anomalous tension was perceived during the removal of the delivery through the 21f transapical sheath. The withdrawn delivery system showed a circumferential tear of the balloon, which had broken into two separates pieces.

Manufacturer narrative:
Additional information added to h10:  review of the CT scan and intraprocedural fluoroscopy images included in the article found: calcification was observed on all three native leaflets. Fluoroscopy also showed the distal nose tip (still attached) attempting to enter the sheath. The photo of the burst balloon post procedure showed what appeared to be a radial and longitudinal burst on the middle section of the inflation balloon. The delivery system nose tip and guidewire lumen appeared to be detached from the delivery system. A DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the withdrawal difficulty. The complaint for delivery system withdrawal difficulty through sheath was confirmed based on the article¿s imagery. No visual abnormalities were observed on the imagery and dimensional measurements could not be taken as the device was not returned. However, no evidence of a product non-conformance or labeling/IFU inadequacies were identified in the evaluation. Per the description summary, "at the end of the deployment of the valve, the balloon broke. The position of the valve was good and there was a mild pvl. Physicians tried to remove the balloon through the sheath, but unfortunately when the certitude catheter was pulled out, they found out that it was broken: the catheter with the handle(removed), and the balloon tip with the wire lumen (disconnected and still in the left ventricle outside the sheath)." A balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. Available information therefore suggests that procedural factors (removal of a burst balloon) likely contributed to the withdrawal difficulty. No further actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implant of a 29mm sapien 3 valve in the aortic position via transapical approach using an edwards certitude delivery system and esheath the balloon burst. Upon removal the certitude delivery system was observed to be damaged and the balloon tip with the wire lumen disconnected and was in the left ventricle outside the sheath. The balloon tip and wire lumen were successfully removed from the patient without surgical intervention. The procedure ended successfully with no impact to the patient. The patient was doing well post procedure.